Manufacturer narrative:
The insulin pump was received with no button error alarm, the button keypad works properly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reports to have scratches on display screen customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.